Event description:
It was reported that there was a pericardial effusion with a cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician successfully completed the transseptal puncture and then inserted the was into the patient. After positioned the was it was noted that the patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and removed 400cc of fluid from the patient. The patient was brought in for open heart surgery to determine the cause of the effusion. During surgery a perforation of the left inferior pulmonary vein was noted and repaired. Additionally the laa of the patient was ligated. The patient did well following this event and has since been discharged from the hospital stable and fine.